Event description:
It was reported that there is noise at the bottom of the ultrasound screen. The cable is nowhere near the rfid. It¿s happened three times but the third wasn¿t as noticeable. No MRI or CT where he places. No other information provided, at this time. This report addresses the first event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.